Manufacturer narrative:
(B)(4). The sample is expected to be returned for analysis.

Event description:
Caller reported that the surgeon discovered during surgery that product was wrong. It was discovered that a proximal product was inside a distal labeled package. Caller reported this was discovered when putting it into pt but the doctor was able to change to the correct tube with no injury for the pt; however, it was noted that the procedure was delayed due to wrong product. Caller reported that the pt was cannulated with a non-optimal size until they found a right option.